Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], pregnancy with essure [pregnancy with contraceptive device], device ineffective [device ineffective], hearing loss [hearing loss], dry eyes [dry eyes], joint pain [joint pain], loss of memory [loss of memory], neckpain [neck pain], back pain [back pain], osteoporosis [osteoporosis], loss of concentration [concentration loss], excessive perspiration [perspiration excessive], broken teeth [tooth fracture], tachycardia [tachycardia], hair loss [hair loss], heart attack [heart attack], peripheral neuropathy of the lower limbs [peripheral neuropathy], weight gain [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-nov-2025. The most recent information was received on 07-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient who had essure inserted (lot no. 626801) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2011. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criteria medically important and intervention required), deafness ("hearing loss"), dry eye ("dry eyes"), arthralgia ("joint pain"), amnesia ("loss of memory"), neck pain ("neckpain"), back pain ("back pain"), osteoporosis ("osteoporosis"), disturbance in attention ("loss of concentration"), hyperhidrosis ("excessive perspiration"), tooth fracture ("broken teeth"), tachycardia ("tachycardia"), alopecia ("hair loss"), myocardial infarction ("heart attack") and neuropathy peripheral ("peripheral neuropathy of the lower limbs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy +hysterectomy +intraabdominal adhesiolyisis+ cyst removal). At the time of the report, the pregnancy with contraceptive device had resolved and the pelvic pain, deafness, dry eye, arthralgia, amnesia, neck pain, back pain, osteoporosis, disturbance in attention, hyperhidrosis, tooth fracture, alopecia, myocardial infarction, neuropathy peripheral and weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. No causality assessment was received for essure with regard to pelvic pain, deafness, dry eye, arthralgia, neck pain, back pain, osteoporosis, amnesia, disturbance in attention, hyperhidrosis, tooth fracture, tachycardia, alopecia, myocardial infarction, neuropathy peripheral, weight increased or pregnancy with contraceptive device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Batch number: 626801; manufacture date: 2008-03-31; expiration date: 2010-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] pregnancy with essure [pregnancy with contraceptive device] device ineffective [device ineffective] hearing loss [hearing loss] dry eyes [dry eyes] joint pain [joint pain] loss of memory [loss of memory] neckpain [neck pain] back pain [back pain] osteoporosis [osteoporosis] loss of concentration [concentration loss] excessive perspiration [perspiration excessive] broken teeth [tooth fracture] tachycardia [tachycardia] hair loss [hair loss] heart attack [heart attack] peripheral neuropathy of the lower limbs [peripheral neuropathy] weight gain [weight gain] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient who had essure inserted (lot no. 626801) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2011. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criteria medically important and intervention required), deafness ("hearing loss"), dry eye ("dry eyes"), arthralgia ("joint pain"), amnesia ("loss of memory"), neck pain ("neckpain"), back pain ("back pain"), osteoporosis ("osteoporosis"), disturbance in attention ("loss of concentration"), hyperhidrosis ("excessive perspiration"), tooth fracture ("broken teeth"), tachycardia ("tachycardia"), alopecia ("hair loss"), myocardial infarction ("heart attack") and neuropathy peripheral ("peripheral neuropathy of the lower limbs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy +hysterectomy +intraabdominal adhesiolyisis+ cyst removal). At the time of the report, the pregnancy with contraceptive device had resolved and the pelvic pain, deafness, dry eye, arthralgia, amnesia, neck pain, back pain, osteoporosis, disturbance in attention, hyperhidrosis, tooth fracture, alopecia, myocardial infarction, neuropathy peripheral and weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. No causality assessment was received for essure with regard to pelvic pain, deafness, dry eye, arthralgia, neck pain, back pain, osteoporosis, amnesia, disturbance in attention, hyperhidrosis, tooth fracture, tachycardia, alopecia, myocardial infarction, neuropathy peripheral, weight increased or pregnancy with contraceptive device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.